Event description:
Had an incisional hernia repair in 2004. The surgeon used a composix kugel mesh. Shortly after the surgery, I began having a lot of infections and pain in the area. I was seen by my primary care physician and the surgeon a number of times relating to this problem. Finally in 2006, the surgeon decided to do an exploratory surgery. It was at this time that he discovered the mesh was causing my problems. Three months later the mesh was removed and replaced with a different type of mesh. It has been a very traumatic time for me.